Event description:
It was reported that a patient presented in clinic for follow up exam. Upon interrogation, the right ventricular lead had episodes of high ventricular rate due to lead noise. It was also noted that the right atrial lead exhibited automatic mode switching episodes due to lead noise. The noise was not reproducible and leads test was fine electrically. No changes were made and the patient would continue to be monitored.